Event description:
It was reported to philips that the image disk was full, and images could not be saved. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the diagnostic procedure was performed when the issue happened. The procedure was completed as planned by using the system normally but without saving any images. A philips field service engineer (fse) inspected the system and confirmed the reported malfunction. Upon troubleshooting, it is found that, the hard disks were defective. To resolve the issue, the fse replaced the image discs. On (B)(6) 2025, the same issue re occurred and to resolve the issue, fse replaced the ippc. After replacing hard disks, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the information received the procedure was not affected, and the customer was able to complete as planned by without saving any images with no or minimum delay, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.